Event description:
The pt was male, age unknown. The target lesion was left superficial femoral artery. Target vessel characteristics were unknown. The (complaint product) was placed in superficial femoral artery. Nine days later, mssa was observed. The pt was diagnosed with sepsis. Infectious pseudoaneurysm was developed subsequently. A treatment procedure was performed thirteen days later. Additional treatment was performed a week after initial treatment. Presently antibiotics are administered and follow-up is continued. The pt is recovering steadily. The physician commented the infection was due to the initial stent placed.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.